Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the back-up controller was not programmed appropriately and the patient experienced an increase in pump speed after a controller exchange. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was not returned for evaluation. Log file analysis revealed 3 vad disconnect alarms which are indicative of a physical disconnection of the driveline from the controller, which corresponds with the reported controller exchange. Log file analysis also revealed a sustained decrease in power consumption and estimated flows below the normal operating range and 20 low flow alarms. The reported increase in pump speed was confirmed since the speed was changed from 2400 rpm to 2600 rpm. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to inappropriate pump rotational speed, thrombus at the outflow graft, thrombus formation in the inflow cannula, constriction in the outflow graft. If information is provided in the future, a supplemental report will be issued.